Event description:
The pt was bilaterally implanted with prosthesis on 2/7/96. Subsequently, it was noted that the pt's left breast had developed a seroma and capsular contracture and the right breast capsular contracture. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.